Event description:
Device malfunction: gw tip stretched, unraveled. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in the superficial femoral artery, the tip of the supracore guidewire (gw) stretched and unraveled in the artery. The device was removed without incident and a second supracore gw was used to complete the procedure. The pt did not experience any adverse sequelae. Though requested, no additional info was available.

Manufacturer narrative:
Device was received. Investigation is not yet complete.